Event description:
It was reported that during a coronary drug eluting stenting procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the mildly tortuous and calcified proximal right coronary artery (rca). After predilation and confirming the view with an intravascular ultrasound (ivus) catheter, the device was introduced. However, when the stent delivery system was about to exit the guide catheter, at the location of the calcification, the stent dislodged. The dislodged stent was retrieved with a snare successfully. The procedure was successfully completed with another device. No pt injuries or complications were noted. Pt condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.